Manufacturer narrative:
H10: h3, h6: an evaluation was performed by smith and nephew and could not confirm the customer complaint for the probe is not recognized by the vulcan. A visual inspection was performed and showed the probe in brand new condition. Functional inspection showed when probe was attached to the vulcan generator all appropriate setting were displayed. The probe was activated in saline solution and functioned as intended. No manufacturing related defects were observed.

Event description:
It was reported that during surgery, everything looked fine on the machine but there was no power at the surgical site. Procedure was completed with a competitor device. There was no significant delay and no patient injury or other complications were reported.